Event description:
Related manufacturer reference number: 2017865-2024-01951. It was reported that a patient presented with dislodgement noted on the right atrial and right ventricular leads due to twiddlers syndrome. The dislodgements was confirmed via x-ray imaging. The leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.